Manufacturer narrative:
According to the facility, "we received several syringes (omniflush) in which the plunger was bent at the back. According to the healthcare professional, there was even a case where a syringe was leaking at the back due to this issue and sprayed backward." Facility reports it was during preparation and there was no patient harm. A sample is available for evaluation. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, "we received several syringes (omniflush) in which the plunger was bent at the back. According to the healthcare professional, there was even a case where a syringe was leaking at the back du to this issue and sprayed backward."